Manufacturer narrative:
Additional review determined that the device code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp) and a patient, via a company representative, regarding a patient who was receiving hydromorphone (15 mg/ml) at 3.597 mg/day via an implantable pump; the lot number of the hydromorphone was unknown. Indications for use included non-malignant pain and failed back surgery. Concomitant medications and patient history were not reported. On (B)(6) 2015, a pump motor stall occurred the patient had not recently had a magnetic resonance imaging (MRI). An alarm was heard by the patient, but they weren't sure that the noise was coming from the pump right away. On (B)(6) 2015, the patient was in the office of the hcp and the motor stall was observed in the initial pump interrogation. According to the pump logs, the motor stall had not recovered. Patient symptoms included diarrhea, fatigue, and withdrawal, which were sudden in nature. The patient was had a pump replacement that afternoon. According to the hcp, as of(B)(6) 2015, the cause of the motor stall and pump alarm had not been determined.